Event description:
A alarm issue was reported with the abbott diabetes care (adc) device. The high glucose alarms did not sound and the customer was not alerted of changes in glucose level. The customer experienced symptoms described as nausea and the urge to vomit. The customer was transported to the hospital and it was indicated that the customer received unspecified third-party treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.